Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator was set on 'coag' but the snare would not cut through the tissue. The mode was then switched to 'cut current' but the snare still would not cut. The snare then became stuck to the polyp briefly but was able to be removed with no harm to the patient. It was confirmed that the cautery was working and that there were no problems with the generator used. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the catheter kinked near to the distal section. Functional evaluation of the device found the device passed the retroflex test, extending and retracting within specification, and the device passed the electrical test with a resistance measure of 12.2 ohms, within specification. The complaint was not confirmed, however the device condition and the available information indicated that due to procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this event is 'operational context'. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator was set on 'coag' but the snare would not cut through the tissue. The mode was then switched to 'cut current' but the snare still would not cut. The snare then became stuck to the polyp briefly but was able to be removed with no harm to the patient. It was confirmed that the cautery was working and that there were no problems with the generator used. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: wire failed to cut. Reported event: wire embedded in patient tissue. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.